Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air/water channel and air/water cylinder, but the foreign matter could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The following field was updated: e1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the following defects were found, forceps channel port scratched, air/water cylinder, suction cylinder discolored, air/water cylinder discolored light guide lens cracked, and connecting tube scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope to the olympus service center. Upon inspection and testing of the returned device, foreign material was found in the scope air/water tube and air/water cylinder due to insufficient cleaning. This report is being submitted for the event found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.